Event description:
It was reported that the compressor was very noisy. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could verify on-site that the reported compressor's noise level was higher than normal. The compressor was replaced and a new one was put into service after successful functional testing was completed. The replaced compressor motor was returned for investigation. The returned compressor motor unit was tested in a test bench. A higher noise level than normal could be heard when the motor was ran stand-alone in the bench. The compressor motor ran however normally. The increased noise was caused by a defective bearing on the motor shaft.

Event description:
(B)(4).